Event description:
Head section brake was not holding. No incident reported.

Manufacturer narrative:
Technician replaced defective head section hex rod assembly and sims screw to resolve this issue. Unit was found in repair shop.